Event description:
It was reported that the pump's usb port was damaged and could not be charged. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high" on glucose monitor, although specific value not provided. Bg level was corrected with a correction injection via manual dose injection. The customer reverted to an alternate method of insulin therapy.